Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 132,196 and 167mg/dl. The customer's expected fasting blood glucose test result range is 100 to 150mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification, customer store the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer is testing once a day (fasting). The customer stated that she has not made any recent changes in her diet, exercise regimen, or medication. The customer is storing the meter and test strips in the kitchen;customer informed of the product proper storage environmental conditions recommended by the manufacturer.

Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen). Note (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 132,196 and 167mg/dl. The customer's expected fasting blood glucose test result range is 100 to 150mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification, customer store the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is undisclosed. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer is testing once a day (fasting). The customer stated that she has not made any recent changes in her diet, exercise regimen, or medication. The customer is storing the meter and test strips in the kitchen;customer informed of the product proper storage environmental conditions recommended by the manufacturer.